Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker identified that the battery pins were loose. Stryker replaced the battery pins to resolve the issue. Proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device would be inoperable, and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.